Event description:
It was reported that before use of the bd microlance¿ hypodermic needle there was a reddish foreign mater on the needle. Foreign complaint the following information was provided by the initial reporter, translated from to french to english: when preparing the medical care, the integrity of the needle is not compliant. The needle has a reddish aspect.

Manufacturer narrative:
Investigation: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Bd has been provided with one packed sample of lot 180906. Examination show a piece of green plastic on hub which consist on a pin rack. Bd has concluded that this foreign matter consists a piece of pin rack in hub coming from the assembling needle machine. In order to move the pieces through the assembling process, the needles are located in some plastic racks made of green polycarbonate. Considering our experience, our opinion is that one of these "rack pins" may break because of any blockage in the manufacturing process remaining attached to the needle.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd microlance¿ hypodermic needle there was a reddish foreign mater on the needle. Foreign complaint the following information was provided by the initial reporter, translated from to (B)(6) to english: when preparing the medical care, the integrity of the needle is not compliant. The needle has a reddish aspect.